Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred. The procedure was delayed and completed by moving the table slowly at the time of event. A philips field service engineer (fse) examined the system on-site checked the system and found that the table side tsm was not functional and unable to perform all geometry movements. Upon troubleshooting, fse identified errors in the force sensor that resulted in sluggish movement. Fse reloaded the suite pc software, then tsm started working fine and after reloading the software it found firewall was faulty. To resolve the issue, fse adjusted the force sensor which fixed the geometry issue and replaced the firewall. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure is completed by slowly move the table. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform all geometry movements. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.